Event description:
During the operative procedure, the doctor was using a #3 kerrison rongeur and it broke while in the surgical field. A screw was missing and the doctor was able to obtain the screw from the wound. All pieces of instrument were accounted for and given to the instrument workroom to clean and give to materials coordinator.